Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0365994, medical device expiration date: 2025-12-31, device manufacture date: 2020-12-30, medical device lot #: 0303839, medical device expiration date: 2025-10-31, device manufacture date: 2020-10-29. Investigation summary: it was reported that cell suspension passed through the piston barrier. To aid in the investigation, two photos were provided for evaluation by our quality team. Each photo shows a droplet of a red substance adhered to the barrel and located in the area over the stopper. A device history record review was completed for provided material number 309653, lot number 0365994. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. A device history record review was completed for provided material number 309653, lot number 0303839. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but with no physical sample analysis a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the cell suspension leaked past the bd luer-lok¿ tip syringe stopper during use. This occurred once each in lots 0365994 and 0303839. The following information was provided by the initial reporter, translated from (B)(6) to english: "cell suspension passed through piston barrier in 2 50 ml syringes."